Event description:
During a laparoscopic procedure, the jaw from a flexible grasper broke. The surgeon was able to retrieve the broken jaw from the abdominal space. No injury or impact to the pt was reported.